Event description:
Inspection of expresscare kit by depuy synthes spine found the drill rings had separated from two 16mm drill bits. It is unknown where/when drill ring separation had occurred. The following mfg. Medwatch reports are being filed for the two drill bits: 1526439-2014-12071; 1526439-2014-12072.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The skyline drill was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the drill ring has become separated from the drill body shaft location. It should also be noted that the drill tip was not broken as reported. This fault did not affect the functionality, fit or form of the device. The drill ring in this instance only serves the purpose of size identification as there are multiple sizes applicable to this skyline drill family. A review of the device history record (DHR) for skyline drills was performed. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. It should also be noted that device has been in the field for approximately three years. Trend analysis found no systemic issues that require further action. The root cause for the drill ring becoming separated from the drill body shaft cannot positively be determined. It is inconclusive at what point in the process in which this noted damage occurred to the device. However, one probable cause may have been during a transit stage. No issues have been identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.